Manufacturer narrative:
Correction in e2, g2 additional in d8, d9, h3, h6. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance for a calibration error. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for a calibration error. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for a calibration error. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Manufacturer narrative:
Additional information:e2, e4, g2(report source), h3, h6, h7, h9 a review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05apr2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance for a calibration error. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced 3rd party bezel for calibration vpmr out of range error. And damaged ail sensor, replaced 3rd party rear case and replaced left/right corroded iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05apr2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical issue of the lvp mech assy. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.